Event description:
The video camera fell off the spot film device (sfd) and landed on the arm of a person. The four screws attaching the camera to the sfd apparently came loose over time, until they failed to keep the camera attached properly. The device was repaired and returned to use.